Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
Note: event date is not known. It was reported to boston scientific corp that a wallstent biliary endoprosthesis was used during a biliary stenting procedure. According to the complainant, the irrigator catheter got detached from the delivery system; therefore, the cover on the prosthesis could not be moved back. The physician had to use forceps and apply some force in order to move the cover back. He was then able to release the stent successfully. The event was resolved with this device, and no pt complications were reported as a result of this event.